Event description:
A surgeon reported a patient with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgeries. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. In a follow up, the surgeon reported the event continues. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 10/12/2011 and 10/25/2011 by phone, fax, and mail. A completed questionnaire was received on 10/25/2011. Medical records were received on 10/13/2011. (B)(4).